Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
(B)(6) 2016, the reporter contacted animas alleging on the morning of (B)(6) 2016, the patient experienced a blood glucose (bg) measurement of 20 mmol/l with extreme drowsiness. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly did not require medical intervention. Troubleshooting indicated the following: a review of prime history indicated during a site change on (B)(6) 2016, the patient only primed 2.1 units of insulin. The patient did not report priming the tubing during the load step. The patient reportedly had an issue with priming due to using an incorrect insertion technique per instructions for use (IFU); it was noted that the patient was putting the tubing in the notch prior to loading insertion mechanism. There was no indication of a pump malfunction or that the pump caused or contributed to the reported. The pump reportedly is not being returned. This complaint is being reported because the patient experienced an adverse event due to use error for the reasons noted above.